Event description:
Information was received from a consumer on (B)(6) 2017 regarding unknown patient's receiving unknown medications (doses and concent rations unknown) via implanted infusion pumps. The indications for use were unknown. It was reported that the healthcare provider (hcp) had seen the pump malfunction after an MRI twice before and they had to replace the pumps to resolve the issues. No patient symptoms were reported and no further complications were reported or anticipated. Additional information was received from a healthcare professional (hcp). The hcp stated the baclofen pump shut down and experienced a motor stall after a magnetic resonance imaging scan (MRI) about 3 years ago. The hcp stated that the stall never recovered. The hcp stated they did not know the patient's name, but stated that they reported the event when it occurred. The hcp stated that the patient decided not to replace the pump, and the pump remained implanted. The hcp stated that the patient was very thin and was maybe about (B)(6). The hcp confirmed that the cause of the stall that didn¿t recover was an MRI.